Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 metal heating wire separated within the jaws of the device rendering it no longer usable. The jaws were closed during insertion into the cannula. A new device was opened to complete the procedure. There was no harm to patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/06/2024. An investigation was conducted on 03/06/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. A microscopic inspection was conducted. The clear silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. Based on the returned condition of the device and evaluation results, the reported failure "material twisted/bent; wire" was confirmed. The lot # 3000357805 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.